Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported the device was described as not forming clips on 2-0 vicryl suture, could you please provide more details about this issue? If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Package lot number of the clips? Please provide the applier product code and lot number? Please confirm if there is an issue with the applier? Please provide the 2-0 vicryl suture lot number: when the event occurred, was the suture placed near the hinge of the clip? Were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture?

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture clips were used. During the procedure, the device was described as not forming clips on 2-0 vicryl suture. All six clips from package/lot were attempted. New device pack worked as expected. The procedure was completed without incident. No adverse patient consequences were reported. Additional information was requested.